Manufacturer narrative:
The event occurred on an unknown date. Upon follow-up, it was reported that the peritonitis was manifested by abdominal pain and cloudy fluid. On an unknown date, the patient was hospitalized and treated with amikacin injection (discontinued) and ceftazidime injection (discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the events. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized or treated for the event. The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.